Event description:
After setting up the cusa excel f+ ultrasonic tissue ablation system for a tumor case, the tip alert sounded then the cooling water alert sounded. After trouble shooting both issues multiple times and calling technical support for consultation the entire system locked up and would not respond to the foot pedal. The surgeon was alerted however, there was an approximate 10 minute delay while the sonopet aspirator was set up. It is unknown whether the patient was prepped or anesthetized at the time the problem occurred. Additional information was requested. A (B)(4) cusa 36 khz handpiece (pool) unit had the tip alert sound and the system locked up during set-up for a tumor procedure. There was a 5-10 minute delay in the surgery, however it is unknown if the patient was anesthetized. Additional information has been requested. Additional information was received on (B)(6) 2012. The patient was anesthetized and the craniotomy was in progress when the problem occurred.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.